Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead which resulted in inappropriate pacing two days post implant. The lead remains in use. No patient complications have been reported as a result of this event.